Manufacturer narrative:
The reported complaint of blank display on the autopulse platform (serial #(B)(4)) was not confirmed during functional test. The returned autopulse platform was powered on and display showed no issue, this was performed several times. The autopulse platform performed as intended. Unrelated to the reported complaint, damaged front and bottom enclosures were observed on the returned autopulse platform during visual inspection. These types of physical damaged is likely due to mishandling. Covers were replaced to address damaged covers. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests.

Event description:
During shift check, customer reported that the display screen on the autopulse platform (serial #(B)(4)) was blank when it was turned on. No patient involvement.